Event description:
Reporter stated 5 infusion sets failed and this resulted in hyperglycemia. The infusion tube separated from the cannula, which caused insulin leakage and an interruption in insulin delivery. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).